Event description:
Literature case. It was reported that a t-fix was used for meniscal repair on a patient however the device failed therefore a revision surgery was performed to remove the meniscus area that had been previously repaired. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Evaluation is not possible, as the unknown t-fix device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family which confirmed additional complaints have been reported within the scope of the reported study. The risk management documentation was reviewed and found to contain this failure mode within the risk file. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. No clinically relevant documentation was provided; therefore, a thorough medical investigation could not be performed. The root cause could not be concluded and the patient impact beyond the reported revision could not be determined. No further medical assessment is warranted at this time.